Manufacturer narrative:
Concomitant medical products: (B)(4) - 1125 - MFR. Date: 04/30/2015 - exp. Date: 04/30/2018. (B)(4). This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The pump is a fixed speed system. Low flow, average flow below the alarm threshold, may be related to poor vad filling. The instructions for use addresses setting of parameters for flow, power and watts. Guidelines for potential causes of alarms, assessment of the patient and device status along with related potential causes which can include right ventricular failure, hypovolemia, tamponade, arrhythmias, high blood pressure, inflow cannula obstruction, outflow graft kink are outlined along with potential actions to take. Thrombus is a potential event that may be associated with use of the product. The instructions for use (IFU) and patient manual provide guidelines on proper usage of the hvad system and programming hvad pump parameters. Moreover, the IFU provides instruction to further educate the patient about product safety, alarm management, and anticoagulation recommendations. The instructions for use (IFU) addresses guidelines for optimal patient management including having adequate and stable preload available. Stroke/neurological dysfunction is a known potential clinical adverse event associated with vads as outlined in the IFU. The instructions for use (IFU) and patient manual contains stroke and neurologic dysfunction as potential events that may be associated with use of the product. The IFU provides anticoagulation guidelines to reduce the occurrence and severity of strokes. The system is contraindicated in patients who cannot tolerate anticoagulation therapy to reduce the possibility of stroke. Moreover, the IFU further educates the user on pump operation and flow guidelines in order to decrease the risk of a stroke. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Product has been not return.

Event description:
A report was received that the patient presented to the hospital on (B)(6) 2016 with symptoms of heart failure and low flow alarms. Lactate dehydrogenase levels remained normal. Preliminary log file analysis confirmed a decreasing trend in power consumption to parameters below normal operation. The patient was initially given fluids, milrinone, and intravenous diuretics. The site exchanged the pump on (B)(6) 2017 due to suspected thrombus. The outflow graft was noted to be clotted off and an old clot was detected in the left atrium. The last report received indicated that the patient remains hospitalized in the critical care unit as she is status post cerebrovascular accident (cva). The site believes the event is device-related. Of note, the patient was therapeutic on anticoagulation. There was no report of a recent illness that may have precipitated the pump thrombus. No further information was provided.

Manufacturer narrative:
The hvad pump ((B)(4)) and outflow graft ((B)(4)) were returned to manufacturer for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing records confirmed that the associated pump met all requirements prior to release. The reported event was confirmed as log files revealed 7 low flow alarms were logged since (B)(6) 2016. A decreasing trend in power consumption of approximately 0.6 w was observed on (B)(6) 2016 to parameters below normal operation. The device passed dimensional verification and visual examination. Post-explant functional analysis was not possible as the driveline was too short to allow for a splice of the driveline and functional testing. Independent pathology report revealed evidence of thrombus within the lower housing surface, impeller post, and outflow graft. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause of the reported event can be attributed to external factors such as the thrombus formation within the pump and outflow graft. With a review of the available information there is no indication of any device malfunctions or performance issues that would impact the event. There is also no clinical evidence to suggest that a malfunction of the device caused or contributed to the reported event. The root cause of the reported event cannot be conclusively determined; though, clinical factors that may have contributed include the patient's previous medical history, anticoagulant therapy and related comorbidities. In addition, lvad pump candidates often possess risk factors for intravascular coagulation which may include arterial and/or venous vascular disease, chronic low flow state and decreased immobility. There are patient, procedural, and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arise which materially alters information submitted in a previous MDR report. Corrected data: catalog number. (B)(4).